Manufacturer narrative:
(B)(4). A review of the manufacturing records indicated the lot met pre-release specifications. An engineering investigation is currently in progress.

Event description:
On (B)(6) 2017 a patient was treated for a ruptured thoracic arch aortic aneurysm in zone ii, with gore® tag® thoracic endoprostheses. During advancement of a 45 x 150mm tag component, the proximal portion of the endoprosthesis deployed and prevented further advancement of the device to the target location. This device was removed from the patient. The aneurysm was then successfully excluded with placement of 37 x 150mm and 34 x 100mm tag devices. The patient was transferred to the intensive care unit following the procedure due to an ischemic cerebral vascular accident.

Manufacturer narrative:
The engineering evaluation stated the proximal end of the endoprosthesis was not fully constrained by the deployment sleeve. The proximal end of the endoprosthesis was flared open, with stitch holes on the proximal end of the sleeve torn. The findings from the evaluation are consistent with the physician¿s observations. The root cause for the proximal end of the device partially deploying is due to the sleeve stitch holes being torn and not constraining the device on the proximal end. The root cause for why the stitch holes were torn could not be determined. According to the conformable gore tag® thoracic endoprosthesis instructions for use, adverse events that may occur include, but are not limited to neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis).